Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer (cover lens missing) was confirmed, and further defects were detected. In total the following defects were detected: front glass missing, blade worn, glued joints on camera head worn, leaking, housing worn, cover damaged, plug worn and shadow/blur in image. The device met the test specifications at the time of delivery. Therefore, based on the defects found during the technical inspection, it is concluded that the most likely cause of the described failure is the wear of the adhesive at the tip of the c-mac blade, caused by abrasion during use and the device's reprocessing process. The adhesive wear can cause the cover glass to fall out and liquid to penetrate the blade, which affects the electronics and causes the led to fail/glow weakly. The IFU contains the warning that the product must be checked for functionality and damage before and after each use, according to the instructions for use. Furthermore, a functional test (including light transmission and sufficient image quality) is described, during which the defect would have been noticed on the device. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the lens cover missing on blade, and it could have been retained in a patient although there is no evidence of this.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).